Event description:
It was reported, by an acquaintance of a pt, that post a coronary drug eluting stenting treatment procedure, the pt experienced a heart attack. The complaint reporter states that his "friend had a heart attack after stent placement." He is not certain what kind of stent it was, but he thinks it is a taxus express2. Attempted to get add'l info from the complaint reporter, but he refused to provide any add'l info about the pt or the pt's physician.

Manufacturer narrative:
The device was not returned for analysis, therefore, no direct analysis is available. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.